Event description:
Spontaneous call from patient for adempas refill consult. During consult patient reported she had to discard a veletri cassette because it did not work. The reported product fault did occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The cassette is not available to be returned for investigation. Patient had already discarded it. The event is resolved. Describe in detail any, and all damage to the cassette: unknown. Patient did not specify beyond it not working, but was adamant her pumps were fine and it worked with the next cassette. Patient did not specify the date this occurred. This incident has not happened before within the past 6 months. This patient has not reported a pump malfunction within the past 6 months. Advised patient to inform us of any future problems, and to let us know if she runs out of supplies or medication early because of the discard. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace cassette? (B)(6). Did the patient have additional cassettes they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life- sustaining? Yes, what is the outcome of the event? Resolved? Yes, ongoing? No. Reported to (B)(6) by: patient/caregiver.